Event description:
It was reported that one hour after the pump was inserted, the physician noticed blood in the helium line of the pump. Suddenly, the "blood in helium line" alarm occurred and a lot of blood was seen in the line. Therapy was stopped and no new intra-aortic balloon (iab) was inserted. Pt was stable with medication usage and outcome listed as ok. There was no death, injuries or surgical intervention to the pt.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.